Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed due to unspecified reasons. The whole implant system was changed. The devices, used for treatment, were returned for investigation. Upon visual inspection, the tibial insert was found broken. In scope of this investigation is the femoral component of the reported knee system. The device shows slight scratches at the gliding surface, potentially originating from a forceps, chisel or similar instrumentation during the revision surgery. However, this is not considered to have contributed to the underlaying fracture of the insert and the femoral component is therefore not subject of a detailed material analysis. A review of the production documentations did not reveal any deviation from the standard operating procedure which could have contributed to the reported issue. Furthermore, no additional complaints were reported for the corresponding batch in scope. The severity and the failure mode are covered through the corresponding risk management. Furthermore, a review of the device labelling revealed that the IFU (lit. No. 12.24 ed. 07-10) states several possible risk factors and side effects in combination with the implantation of a knee prosthesis. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. With the information provided, the root cause of the fractured pin of the tibial insert cannot be confirmed upon performed medical investigation. A relationship between the reported event and the femoral device could not be confirmed. The femoral component did most likely not contribute to the failure of the insert. Hence, based on the performed investigations, the root cause of the reported issue remains undetermined. No further actions are deemed necessary at this time. Smith+nephew will continue to monitor these devices for similar issues. The part will be retained.

Manufacturer narrative:
It was reported that a revision surgery was performed due to unspecified reasons. The whole implant system was changed. The devices, used for treatment, were not returned for investigation. A visual investigation could therefore not be performed. A review of the production documentations did not reveal any deviation from the standard operating procedure. Furthermore, no additional complaints were reported for the corresponding batches and no devices with the same or similar reported failure mode for the affected article numbers were reported. The reported risk of unspecified post-operative condition is covered within the corresponding risk document and the concerning risk is associated with a low patient risk. Furthermore, a review of the device labelling revealed that the IFU (lit. No. 12.24 ed. 07-10) states known possible risk factors and side effects in combination with the implantation of a knee prosthesis. Based on the received information, the reason for the reported revision surgery due to unspecified reasons could not be confirmed conclusively. There is no indication that the device failed to match specifications at the time of manufacturing. The case will be reopened, should the parts be returned or should further information be received. Smith+nephew will continue to monitor these devices for similar issues.

Event description:
It was reported that, after a left tka had been performed, the patient had an unspecified adverse event that was treated by revision surgery. The patient outcome is unknown.